Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ping meter had a power issue - meter powers off during use. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged issue started on (B)(6) 2016, time unspecified. The patient manages his diabetes with insulin pump therapy and reported that he continued to take his usual dose of medications, including sliding scale as a result of the product issue. The reporter stated that " on (B)(6) 2016, after the alleged product issue began, the patient developed symptoms of "shakiness". The reporter detailed that on (B)(6) 2016 he self-treated with 4 extra units of humalog insulin. On (B)(6) 2016 after 9pm the patient reportedly obtained a blood glucose reading of 542 mg/dl and on (B)(6) 2016 at 07:00am obtained a result of over 600mg/dl on the continuous glucose monitor (insulin pump). At the time of troubleshooting the csr noted that it was the first time the meter was being used, the meter was using alkaline batteries and did not need replaced. There was no misuse of the product and after the patient was educated on the auto shut off the issue remained unresolved resolved. Replacement products were sent to the patient. This complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient's condition deteriorated as a result of not being able to test their blood glucose; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.